Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported on behalf of the patient that she went to the emergency room approximately 4 years ago due to the cleo detaching during use. The patient explained that her blood glucose levels began to elevate when she noticed the problem, but she can't recall what they were at that time. The patient was at the hospital for 12 hours and received 2 units of insulin. When the patient left the hospital her condition was stable.